Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule stopped transmitting at the 2:01 mark. The account confirmed that a repeat procedure is planned. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one accuview graph was returned to medtronic for evaluation. After reviewing the graph, it was concluded that the signal suddenly stopped after 16:04 hours. The capsule ph signal was normal. Replication of the reported condition can occur if the recorder stopped recording for various reasons such as: the recorder's battery discharged prematurely, the recorder's battery was not fully charged, or if the patient stopped recording by mistake. Because the recorder, the capsule, and the delivery system were not returned for evaluation, a root cause cannot be determined at this time. A review of the device history record of the capsule lot number indicated that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.